Event description:
Reference: MDR 1220063-2010-00021. Per telephone communication with draeger medical regarding the submittal of additional mdrs for each serial number listed on the initial MDR submitted, draeger is submitting this report. It was reported that there are defective keys on the front. There was no pt injury reported. Draeger reference number: (B)(4).

Manufacturer narrative:
An investigation was initiated with the supplier of the switch panel. It was determined that this condition is due to a contamination present in the fixed key panel material. A risk analysis was performed. Draeger medical initiated a field safety correction action on (B)(4) 2010 to address this problem. No pt deaths or injuries have been reported as a result of this condition.